Event description:
It was reported that a vascular stent graft only partially deployed and additional attempts to complete the deployment were unsuccessful. The stent graft and deployment system were removed and a new stent graft was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.